Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for unspecified reason. No information, pump programming, or event details were not available. Ther were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed along the left side of the lcd touchscreen display. Further testing found fluid ingress on the lower left, bottom and top of the touchscreen, which may have contributed to the customer's report and altered the characteristics of touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.